Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.037.028. Lot: l534689. Manufacturing site: hägendorf. Release to warehouse date: october 16, 2017 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the 5mm hex flexible screwdriver (p/n: 03.037.028, lot #: l534689) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the shaft of the device is broken at its proximal end. No other issues were identified with the returned device. Device failure/defect identified? Yes dimensional inspection: the shaft diameter of the device was measured to be within the specification. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed flexible screwdriver hex5, cannu flexible shaft complaint confirmed? Yes. Investigation conclusion the complaint condition is confirmed for the 5 mm hex flexible screwdriver (p/n: 03.037.028, lot #: l534689). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date , upon routine inspection while restocking the instrument tray the consultant noticed that the screwdriver shaft interlocking flexible pieces were broken. This report is for one (1) 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).